Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to the service center for repair. Upon triage, on (B)(6) 2018, the service technician found that the device had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the device had no audio. The unit was triaged and the reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.